Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the implant was placed and removed on the same day at ada 3, as it was too close to root of adjacent tooth. The bone quality was reported to be type 1. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the implant was placed and removed on the same day at ada 3, as it was too close to root of adjacent tooth. The bone quality was reported to be type 1. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.